Event description:
Per pt cadd legacy pump (B)(4) keeps beeping for no reason - not hooked up to pt. No harm to pt. Sending new pump as replacement for tomorrow. (B)(4) will pick up broken pump next wednesday. No further info available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.